Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Event description:
It was reported that when using a 30ml terumo syringe or 35ml covidien syringe in pca pump, there was a 2ml discrepancy in volume. There was no information on patient involvement. Despite repeated requests no additional information was provided by the hospital.